Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per op notes, ¿the indirect hernia sac was then dissected free from within the spermatic cord and direct hernia was also noted. A medium perfix plug was placed into the internal ring to cover the indirect component. A piece of synthetic mesh was trimmed and placed in pubic tubercle along conjoint tendon using sutures.¿ (B)(6) 2021 ¿ patient was diagnosed with incisional hernia and bilateral inguinal femoral hernia thereby underwent open repair with the removal of plug. Per op notes, ¿multiple intraperitoneal adhesions of the small bowel underlying the anterior abdominal wall were lysed. A recurrent inguinofemoral hernia was noted. The old adherent plug was removed. A right sided synthetic mesh was placed in right spermatic cord and covering the direct space. On left, direct hernia was noted. A left sided synthetic mesh was placed to cover all the spaces using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2014) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date, UDI), d6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective.